Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad buttons were found to be responding intermittently. The keypad was removed and adhesive was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
It was reported that all of the keypad buttons were unresponsive. There is no additional information available at this time.